Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow-up, it was reported that the pd therapy was on hold and was temporarily discontinued. The patient was transferred to hemodialysis (on an unknown date). At the time of this report, the patient has recovered from peritonitis and cloudy pd fluid. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd fluid. The cause of peritonitis and treatment for the event were unknown. The same day as the event onset, the patient was hospitalized due to cloudy pd fluid. A day after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.